Event description:
It was reported that the patient thought the device ¿helped quite a bit¿ to begin with for controlling her urinary symptoms. The patient had tried the different programs utilizing programs 2 and 3 the most, but felt like she was ¿dribbling all the time.¿ it was noted that with program 1 at 2.3 v, the patient was losing urine ¿heavily,¿ and with program 3, the patient contracted a bladder infection. The patient had the device reprogrammed about a year ago. It was indicated that it was not helping the patient with getting out of bed in the middle of the night or working at the sink, where the patient felt she could not make it to the bathroom in time. The patient had an appointment set to see her physician in two months. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v888674, implanted: (B)(6) 2012, product type lead. (B)(4).